Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins), model 97715, serial number (B)(6), revealed the setscrew of the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Analysis of the lead, model 977c165, serial number (B)(6) revealed the {x} conductor was broken at the distal end of the lead, consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 23-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2021-sep-22: information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient has been experiencing severe abdominal pain on her right side. Patient stated that this started right after her implant. It has gradually been getting better. But it is still very painful patient has been experiencing severe abdominal pain on her right side. Patient stated that this started right after her implant. It has gradually been getting better. But it is still very painful (B)(6) 2023: additional information was received from the patient via a manufacturer's representative (rep). The rep reported that the pt called today to report that she experienced a shocking sensation in her upper back area during an ¿asthma cough attack.¿ this ¿attack¿ occurred in (B)(6) 2023. Pt turned her system off and then back on. Pt has not had any recurring bouts of paresthesia increases. Rep explained to the pt that whenever the epidural space was subjected to sudden pressure, ie., cough, sneeze, bowel movement, etc., an increase in stimulation is normal. She stated that she felt like she has a muscle spasm between her shoulder blades. She will be discussing this symptom with her pain physician. (B)(6) 2023: additional information was received from a manufacturer representative (rep). The rep reported that patient is experiencing pain from ¿head to toe.¿ patient seldom uses their stimulator since it does not help with the pain. Patient is consulting a neurologist to see if they can find an answer. Rep offered to meet up with the patient for a reprogramming. Patient said they will contact rep after their visit with the neurologist. (B)(6) 2024: additional information was received from a manufacturer representative (rep). The rep reported that the patient had their system explanted; it was not relieving their pain. Patient has recovered without sequela.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated. H3: analysis of the lead, model 977c165, serial number (B)(6). Revealed conductors 4 through 7 were broken at the distal end of the lead; consistent with explant damage medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.